Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser power once the blue pixels were witnessed and also let off the foot pedal. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a saline solution. There were no patient complications reported in relation to this event.